Manufacturer narrative:
Bed located in bedshop. Technician found the CPR was not working due to defective CPR valve. Replaced the valve to resolve the issue.

Event description:
Allegation received that the bed would not go into CPR. No injury reported.